Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 3777-60 , serial# (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
The consumer reported via the manufacturer representative that they had high impedances. There were no environmental or external factors that were reported to have contributed to the issue. An impedance check was done and many were greater than 10000. Higher intensities were not checked. The patient noted he had occipital leads and did not feel comfortable moving forward with the replacement since he could not replace the leads if necessary. Surgical intervention was planned but not scheduled and the issue was not resolved at the time of the report. The patient mentioned he never noticed a loss of coverage. The indication for use was non-malignant pain. No patient symptoms reported.